Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture,¿ baker grade unknown, ¿accumulation of fluid, swelling,¿ ¿removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl..."

Event description:
Patient representative reported patient is being represented due to ¿implant recall that occurred.¿ patient representative reported patient experienced ¿capsular contracture,¿ baker grade unknown, ¿accumulation of fluid, swelling,¿ ¿removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish and fear of alcl, increased risk of alcl, evaluation for alcl,¿ ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ ¿chronic inflammation,¿ ¿tissue damage¿ and ¿pain.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿aggravation of underlying conditions; and other physical and emotional manifestations that are severe and ongoing¿ and ¿chronic headache;¿ these events are not related to the device. Device was explanted. This record is for an unknown side.